Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Additional information was received that the reason for the ipg replacement was due to patient wanting an upgraded technology. The explanted ipg was not returned due to patient and physicians preference.